Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance, and oversensing leading to false recordings of arrhythmias. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.